Event description:
During the procedure, it was decided to use the presurewire certus agile tip. The tip was advanced to the lad mid thrombus lesion and then they were trying to advance the wire across the lesion. There did not appear to be torque of the wire and the tip did not advance or move. The torque device was then exchanged with no improvement. The wire was removed from the pt and what appeared to be a dissection was observed. The pt was stable and a decision was made to perform surgical bypass. The pt was reported to have recovered and was doing well.